Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8276552. Medical device expiration date: 2019-07-31. Device manufacture date: 2018-10-03. Medical device lot #: 9004633. Medical device expiration date: 2019-10-31. Device manufacture date: 2019-01-04. (B)(6). Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for overfill with the incident lot was not observe, the fill line present for the tnt product is a minimum fill line. There are no maximum fill lines present on the tnt tubes. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that overfill occurred during use with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. The following information was provided by the initial reporter, "the customer details that the citrate tube cat. 363083 is filling above the top line, which may affect laboratory results. At the time of taking the samples, the capacity is exceeding. There have been 5 cases in the merida region. The lot numbers are 8276552 and 9004633. The samples were taken with a green needle by vacutainer system. 5 occurrences were reported, but the dates/times were not given.